Manufacturer narrative:
E3 - occupation: non-healthcare professional medical equipment coordinator. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in preparation/prior to sedation for a diagnostic laparoscopic gyn case, the subject camera head device did not work when it was plugged in. The procedure was completed with a similar device. There was no delay, no harm or injury reported.

Event description:
It was reported that in preparation/prior to sedation for a diagnostic laparoscopic gyn case, the subject camera head device did not work when it was plugged in. The procedure was completed with a similar device. There was no delay, no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering image due to a kink/knot twisted cable. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.